Event description:
The patient¿s chest was shaved, the defibrillator pads were placed in the anterior/posterior position, and all areas of the pads were confirmed to be adhered to the chest. One synchronized cardioversion at 200 joules biphasic was performed and staff heard a loud popping sound, followed by a strong burning smell. No visible sparks or smoke were noticed. The defibrillator was immediately unplugged. The pads were removed. Both the defibrillator and pads were sequestered and sent to biomed for investigation. Even though there was no obvious injury, and the patient had recent sun exposure, silvadene ointment was applied to the patient¿s chest as a precaution. The defibrillator was tested per manufacturer¿s specifications with no problems found. There was browning noticed on one of the defibrillator pads. There was no other obvious defect noticed.